Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2. Ref MFR report: 1627487-2014-26348. The MFR is unable to determine which lead is causing the issue so we are reporting on both leads. The pt received a peripheral nerve stimulation system (off-label) which included two leads from different lots. It was reported the pt was experiencing ineffective stimulation on his right side. The pt's right peripheral lead is auto-reducing. Lead diagnostics showed invalid impedances on all four contacts. X-rays were taken and showed no abnormalities. Reprogramming was unsuccessful. The next course of action has not been disclosed to the MFR.